Event description:
Additional information: it was reported that the patient¿s baclofen pump was not malfunctioning, but the patient was experiencing withdrawal. It was not mentioned what troubleshooting occurred.

Event description:
It was reported that the patient experienced a change in therapeutic effect. The patient presented to the emergency room (ER) 4 days prior to the report date, and the symptoms began a few days before that. Symptoms included increased dystonia, pain, tachycardia, and fever. The medication in the pump was baclofen. The healthcare provider was reviewing options of treating the patient's withdrawal as of the report date. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).